Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Additional information received indicates that the patient claimed that their device had eroded. Further information received from the field representative noted that the physician believed that the erosion was most likely due to a hematoma. There were no additional adverse patient effects reported. The product was explanted.